Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with no apparent physical damages. The customer stated problem was not duplicated. The cause of the reported problem could not be determined. Manufacturing DHR is not relevant to the investigation as the reported issue was not found.

Event description:
Information received a smiths medical pneupac mechanical ventilation alarmed low pressure. No patient involvement as occurred during testing.